Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to placement difficulties on (B)(6) 2025. During the procedure, a second venous puncture was performed, but the lead could not be successfully positioned. The procedure was successfully completed with another lead. No additional adverse patient effects were reported. This lv lead is not expected to be returned to boston scientific since it was retained by the hospital.